Event description:
On (B)(6) 2008, the pt was implanted with six gore excluder aaa endoprostheses to repair an infrarenal abdominal aortic aneurysm. There was extensive tortuosity of the iliac vessels which caused one of the endograft to be pulled down when removing the guidewire. This caused a type I endoleak and tear of the aortic neck linearly. On (B)(6) 2008, the pt underwent open repair of the aneurysm where all grafts were explanted. The pt tolerated the procedure without incident.

Manufacturer narrative:
The review of the mfg paperwork verified that the lots met all pre-release specifications. Additional devices: 06193038/pxc161000, 04292201/pxc141200, 06294801/pxa280300, 06308633/pxa280300, 06308632/pxa280300.